Manufacturer narrative:
Received one used sample item #d1000 was returned for evaluation. The tego was found to be occluded when activated by a male luer. The probable cause is errant silicone adhesive applied during manual assembly in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(6) senior clinical risk advisor. (B)(6).

Event description:
The event involved a tego® connector where the customer reported that venous lumen tego cap was defective- unable to flush during or after use and the problem was recurring. There was patient involvement and no apparent harm - reached patient/person, inconvenient. There was no unexpected or prolonged care.